Event description:
A company representative, on behalf of a user facility, reported to olympus that during a pancreaticoduodenectomy (whipple procedure) using an hd 3cmos autoclavable camera head, the patient sustained several injuries. The surgeon was using a suture and accidentally cut the patient's hepatic artery as well as punctured the colon while grasping it. The blood loss due to the hepatic artery cut was controlled within a matter of minutes by coagulation. There were no error messages while using our equipment during the procedure. The procedure was expected to last 4-6 hours, but instead lasted 12 hours. The patient was hospitalized in the intensive care unit but was stable a "few days" after the case. It was stated that there was no failure of olympus equipment. Patient identifier (B)(6) is for the telescope "ir", 10 mm, 30°. Patient identifier (B)(6) is for the hd 3cmos autoclavable camera head.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A definitive root cause of the reported event could not be determined. Based on the available information, the investigation found no evidence that suggests a device malfunction occurred. A device history record review, performed on the subject device, confirmed that the device was manufactured in accordance with specifications. This report was submitted by the importer under the importer's report number: 2429304 - 2023 - 00036.